Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The right atrial (ra) lead had loss of capture, failure to sense, and low pacing impedance. Programming changes were made to turn off the ra lead. The patient was stable.